Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel blinks occurred due to a failure of the turret motor and high-intensity motor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The front panel lighting flashed due to a failure of the turret motor and high brightness motor. In addition, high brightness did not come in due to wear of the detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, the visera pro xenon light source front panel display was blinking. The event occurred during a therapeutic transurethral resection of the prostate in saline. The procedure was completed using the subject device. There was no report of user or patient harm associated with this event. The subject device is used several times a week. The device is cleaned via wiping.